Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that following an ablation procedure, this cardiac resynchronization therapy pacemaker (crt-p) intermittently classified sensed right ventricular (rv) events as premature ventricular contractions (pvcs) approximately every two seconds. Technical services was consulted and determined that this occurred because the auto lead detect (ald) function requirements were not satisfied at the time of implant. Technical services recommended pocket revision to obtain the required impedance measurements and fulfill the ald requirements. Device settings were reprogrammed. No adverse patient effects were reported. The crt-p remains in service at this time.